Manufacturer narrative:
This event was initially submitted under 0001825034-2019-02736. Upon further investigation, it was determined to be a duplicate report. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture confirms polyethylene wear. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified medial and lateral compartment narrowing that suggests possible polyethylene wear. Possible osteolysis along the lateral femoral condyle. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05050, 0001825034 - 2019 - 05049.

Manufacturer narrative:
(B)(4). Concomitant medical products: kne-maxim-tibial trays-unk, kne-maxim-femorals-unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee procedure on an unknown date. Subsequently, the patient was revised due to poly wear. Black tissue was also noted from metal on metal wear secondary to poly wear. Attempts have been made, and no further information has been provided.